Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump display was cutting in and out. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The biomedical engineer (biomed) later stated in a follow up phone call that he replaced the display to pump board cable and the roller pump has been working great. No part was returned to the manufacturer as he disposed of the suspect cable. No additional action will be taken at this time.

Manufacturer narrative:
Unit was set-up in pump room. They moved the unit down the hallway to operating room suite and the pump display was cutting in and out. The user facility's biomedical engineer (biomed) contacted manufacturer technical support for guidance and was told to check ribbon cable in the roller pump. The biomed will call back with any new details and if parts will be returned for evaluation.